Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were two attempts at IV therapy, both of which were successful in recovering blood, but it was not flushing. The end of catheter was spread after removal. They pulled 2 more unused from supply room and both of those were defective also. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. During testing, the device was working as intended. The reported complaint is not confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No further actions will be taken.